Event description:
Procedure type: low anterior resection. According to the reporter: during the case on firing, the device didn't initially cut tissue and staples malformed. When the device was removed, the anvil was disengaged. Changed to other device and re-anastomosis was done. Used another device. No additional bleeding. Nothing fell into the patient cavity. No tissue damaged. Extended more than 30 minutes. No patient info available.

Manufacturer narrative:
(B) (4). (B) (4).